Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wrong side femoral component was in the box.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned for evaluation to confirm this specific event; however, this part/lot combination is within scope of a prior field action (z-1115-2017) for the same type of event. While device records were reviewed with no discrepancies noted, the root cause of the reported issue is attributed to a previously addressed supplier manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.